Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported the patient had a motor stall. The patient attempted a bolus and failed. The pump was non-functional at that time. The patient experienced withdrawal symptoms. A rotor study confirmed there was a motor stall. The pump was turned to minimal flow. The patient was admitted to the hospital to start oral/transdermal meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [50 mcg/ml] at a dose of 26.049 mcg/day and bupivacaine [25 mg/ml] at a dose of 13.024 mg/day. It was reported the patient heard the pump alarming. A rotor study was conducted, and the rotors were not turning. The logs were read, and the pump continued to stay in motor stall. There were no environmental/external/patient factors that might have led or contributed to the issue. The patient was admitted to the hospital for observation and to manage possible withdrawals. The issue was not resolved at the time of the report. The product remained in the patient as the patient would decide at a later date if she preferred replacement or explant. Surgical intervention was planned, but was not scheduled. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Pump logs provided showed the motor stall occurred on (B)(6) 2017 at 07:32. Estimated elective replacement indicator (eri) was at 43 months.